Event description:
The user facility reported that during a procedure, the flower basket became stuck in the pancreatic duct while the physician was attempting to remove a large and hard pancreatic stone. An emergency handle was used in an attempt to crush the stone, but physician stated that four basket wires broke leaving part of the basket inside the pt's pancreatic duct.

Manufacturer narrative:
Olympus investigated this report and was informed that two stones had been successfully removed without incident prior to the reported event. The third stone was larger than usual and hard, and reportedly trapped the basket. The physician attempted to crush the stone, but was not successful, and a portion of the basket remained lodged in the pt. A pancreatic stent was deployed. The pt was reported to have been referred for lithotripsy to attempt to break the stone. The current condition of the pt is unk, however, the physician stated that an ercp was planned. The device referenced in this report has not been returned to olympus for eval. The cause of the user's experience could not conclusively be determined. This report will be updated if add'l and significant info becomes available. This report is being submitted as an MDR in an abundance of caution.